Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device, lead. (B)(4) pertain to product ID: 3057, product type: screening device, lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient felt the lead move in their left buttock every time they moved, and felt the wires when moving around. The patient experienced a lot of soreness during and after the procedure, and had been in pain from the doctor poking so much. The patient was now recovering and was not currently in pain. It was noted the patient had back issues. The issue was not resolved at the time of the report. No further complications were reported/anticipated.